Manufacturer narrative:
The device code was updated.

Manufacturer narrative:
The customer's calibration recovery was found to be acceptable. The customer's qc recovery was provided but the customer's target ranges were not. The investigation was unable to confirm if the customer's qc was within range before the event occurred. The investigation determined that the customer actions (replacing the onboard reagents) resolved the issue.

Manufacturer narrative:
The customer replaced the electrode and reagent bottles. The customer successfully completed calibration and qc. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient with the cobas 4000 c (311) stand alone system. The initial result was 139 mmol/l. This result was reported outside of the laboratory. The repeated result was 133 mmol/l. This result was deemed correct. The electrode lot number and expiration date were requested but not provided.